Event description:
Caller reported a malfunction on the pump, identified as malf 12 with fault ID 0x2071. There was no adverse impact to the customer¿s blood glucose level. The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.